Event description:
A report was received that the patient underwent a lead revision procedure due to pain at the lead site. The patient was receiving a shocking and burning sensation on his back where the leads are. The patient had a non-device related fall and the physician believes it caused lead migration. The lead's relief loop near the incision site migrated toward the surface of the patient's back causing the leads to be palpable through the skin. During the lead revision, the physician sutured down the lead's relief loop so that it would not irritate the skin. The patient was reportedly doing well after the procedure.